Manufacturer narrative:
Patient's race and ethnicity were not provided; however, the patient's nationality is turkish. Multiple follow-ups were conducted to obtain additional information; however, requested information has not been provided. Once the evaluation is completed or new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant failed to osseointegrate and lost osseointegration. The implant was removed 4 months after it was placed. The implant site had type 2 bone quality. The patient reported of pain. The implant site was reported to be infected. The patient's symptoms have been relieved after the removal of the implant. The patient had no relevant pre-existing condition. There was no abnormality with the implant. This is the 3rd of the 3 implants, which were removed from the same patient on the same day. Please reference 3011649314-2018-00035 ((B)(4)) and 3011649314-2018-00036 ((B)(4)) for the other 2 implants.

Manufacturer narrative:
UDI information was provided. The device was returned and evaluated. A visual and radiographic inspection was performed and found no deviations. The critical parameters were measured and found no deviations, no defects, nor non-conformities. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site, due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. The IFU was reviewed and the following warning is provided, "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Per the reported event an infection was present at the implant site. A precaution states, "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." No abnormality with the implant was confirmed. At this time the reported issue will be tracked and trended.